Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Mc1vr01-delsys/expiration date: 14-may-2020/serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 20-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure of the leadless implantable pulse generator (ipg), the patient died. The cause of death was sepsis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infection was already present at the moment of leadless pacemaker implant. The infection involved the temporary lead and no additional vein access was available for a new temporary lead, therefore physician decided to implant the llipg. The physician is certain that there is no relationship between the device implant and patient death.